Event description:
I had radiesse filler injected under my eyes. I ended up with a broken blood vessel on my left eye. It is very noticeable and painful. I complained to my doctor but he did not do anything about it. He said this would go away on its own. Well, it has been over two years, the big lump and the pain are still there. Please help me. This filler needs to be taken away from the market. My face is ruined thanks to radiesse and the doctor who injected this on my face. I was told the filler is only temporarily but I still have it under my eyes and it moves. What a nightmare this has been. Myself and other women with the same issue are planning on a lawsuit against radiesse. Please let me know if you need additional information from me. I can send pictures if needed. (B)(6).